Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('claimed perforation: other'), pregnancy with contraceptive device ('claimed pregnancy: stillbirth/miscarriage'), abortion spontaneous ('claimed pregnancy: stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("claimed allergy: other"), migraine ("migraine") and headache ("headache"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, hypersensitivity, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: complications during removal surgery? Other. Type of additional surgeries: other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event "injury nos" is replaced with "pelvic pain". New events added: perforation: other, claimed pregnancy: stillbirth/miscarriage, dysmenorrhea (cramping), abdominal pain, back pain, general abnormal bleeding, allergy: other, migraine, headaches and weight gain. Reporter's information updated. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('claimed perforation: other'), pregnancy with contraceptive device ('claimed pregnancy: stillbirth/miscarriage'), abortion spontaneous ('claimed pregnancy: stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for an unreported indication: depo shot from 2005 to 2008. Concurrent conditions included weight normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"), 4 months after insertion of essure. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("claimed allergy: other"). Essure treatment was ongoing at the time of the report. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, hypersensitivity, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: complications during removal surgery? Other. Type of additional surgeries: other. Current weight 138 lbs. Plaintiff experienced other one pregnancy that was captured in cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.